Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope and confirmed but not replicated the switch off issue. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked.

Event description:
It was reported that during a da vinci-assisted surgical sliding hiatal hernia procedure, the 30° endoscope switched off several times during the operation. The procedure was converted to laparoscopic surgery with no patient harm, adverse outcome, or injury and with a delay of 60 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was connected, as usual, and worked. The endoscope only switched off several times during the operation. Even after the entire system was restarted, the endoscope switched off. The procedure was converted to laparoscopy as they did not have a sterile endoscope. The operation was successfully completed. The procedure was delayed by 60 minutes. The operation was prolonged during the warm ischemia due to the problem. The total operation time was 4.41 hours.